Event description:
It was reported that the customer was hospitalized due to high blood glucose of 400mg/dl and high ketones. According to the daughter the insulin pump was exposed to high magnetic field twice. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power, self test, error test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test due to prime anomaly. Motor was tested outside the device and passed. No motor anomaly was noted. Cracked case on lcd display window corners, cracked battery tube threads and scratched lcd window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.